Event description:
It was reported on 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing occluded right coronary artery (rca) calcium at ostia. During initial deployment the patient's blood pressure dropped. The valve was deployed. Post-deployment a stent was required for implant due to the rca. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported the patient's blood pressure dropped during deployment of navitor valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The reported intervention was case specific result as post-deployment a stent was required for implant due to the rca. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing occluded right coronary artery (rca) calcium at ostia. During initial deployment the patient's blood pressure dropped. The valve was deployed. Post-deployment a stent was required for implant due to the rca. The patient had prolonged hospitalization for monitoring. The patient status was stable.